Event description:
Device 1 of 2. Ref MFR report # 1627487-2014-12003. It was reported the physician nicked the dura and noted a cerebrospinal fluid during the lead implant for a trial procedure. The case was completed and the patient reported effective stimulation coverage post operative. The patient developed headache and vomiting in post-op. The physician performed a blood patch and the patient's nausea was resolved. One week post-op the patient reported the headache has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.